Event description:
An analysis was performed on the returned usb cable and the reported allegation was verified. The cause of the reported unability to interrogate is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. The programming wand was confirmed by product analysis as performing according to functional specifications.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data: the previously submitted emdr#10 inadvertently did not provid the device UDI number.

Event description:
It was reported that the programming system is not working properly giving an error message: "unable to interrogate." It was reported that the wand battery was changed. Two different known working tablets were used with the same wand which still didn't work. A replacement wand was shipped to the customer who reported back that the new work doesn't work either. Troubleshooting performed on the phone by the manufacturer identified the usb cable connector to the tablet as causing the failure to program. Review of manufacturing records confirmed all tests passed for the tablet prior to distribution. Return of the suspected usb cable for analysis is expected, but it has not been received to date.